Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'rate changed per attached report' which was reproduced through troubleshooting of the device. The cause was determined to be an out of adjustment pressure plates. The pressure plate travel was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed that the infusion was completed for propofol IV infusion however the bottle was still full. The bottle was changed around 00h40; initially the flow rate was programmed to 30ml/hour and the volume was programmed to 90cc. The event happened during delivery. There was no known patient injury or medical intervention associated with this event. No additional information is available.